Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was analyzed. The dislodgement allegation was not confirmed, the lead tip appeared normal. The high capture threshold allegation was not confirmed, lead resistances measured normal. X-ray observation of a necked-down cathode coil near the terminal end, which block passage of a stylet. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement and high pacing thresholds. This lead was successfully replace. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent additional information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement and high pacing thresholds. This lead was successfully replace. No additional adverse patient effects were reported.